Event description:
Pt had surgery on approximately 8 months ago for bilat lung transplant and tricuspid valve repair. Pt was exposed to 3t heater cooler necessary for bypass. Pt now presents positive for m. Chimera detected as of this month per infectious disease. Patient had an infection despite compliance with cleaning protocol.

Event description:
Pt had surgery on approximately 8 months ago for bilat lung transplant and tricuspid valve repair. Pt was exposed to 3t heater cooler necessary for bypass. Pt now presents positive for m. Chimera detected as of this month per infectious disease. Patient had an infection despite compliance with cleaning protocol.